Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was offline because the network cable was connected to an incorrect ethernet port. The field service engineer (fse) reconnected the network cable to the correct ethernet port on the medstation, immediately restoring connectivity to the hospital network. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in disconnect mode after losing its ip address, requiring reconfiguration, and nursing had to manually enter patients in the or during procedures, causing delays. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.